Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07653. It was reported that the patient presented in clinic to have a implantable cardioverter-defibrillator (ICD) interrogation. Upon device check, the right atrial (ra) lead had intermittent sensing and capture, and the right ventricular (rv) lead had high threshold. A chest x-ray showed a dislodged ra lead and all the slack gone from the rv lead. The electrophysiologist reviewed the chest x-ray from (B)(6) 2020 and an x-ray done a day after a device upgrade procedure in (B)(6) 2019 and determined the cardiovascular surgeon at the time of the device upgrade procedure most likely dislodged the ra and rv leads. The electrophysiologist felt it was a physician error that caused the dislodgements. The ICD system was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found the helix was extended, bent and stretched consistent with procedural damage.